Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a maxzero needleless connector experienced leakage during use. The following was reported by the initial reporter: "midtown nicu reported an incident of a defective product ref# mz100-07 lot# 10885403230196 that was leaking while in use."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/21/2021. H.6. Investigation: the customer reported the needleless connector was leaking, and returned the used sample. The sample was tested under 30 psi for 10 seconds while submerged under water to check for leaks in the form of bubbles. There was no observed leak and the complaint cannot be verified. A device history record review for model mz1000-07 lot number 20106158 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown without a failure. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20106158 regarding item #mz1000-07.

Event description:
It was reported that a maxzero needleless connector experienced leakage during use. The following was reported by the initial reporter: "midtown nicu reported an incident of a defective product ref# (B)(4) lot# 10885403230196 that was leaking while in use."